Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the customer reported event was not confirmed, a root cause of the b30 error and procedure cancelation events could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5. Related patient identifier not included in the initial report is (B)(6). Additional information was received from the customer where the problem occurred between procedures and that there was no patient involved. After the reported failure, all patients were rescheduled.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, evis exera iii xenon light source encountered error b30, scope communication error with many 190 scopes. The issue was found during preparation for use. There were no reports of patient harm.